Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 47mm abdominal aortic aneurysm. Vessel morphology was not reported. During follow up the physician identified an occlusion at the right limb of the main body. The physician attributed the limb occlusion due to the patient stopping anticoagulants in preparation for a coronary angiogram. The physician noted that additional treatment might be performed. No additional clinical sequelae were reported and the will continue to be monitored.

Event description:
Additional information confirmed that the right limb was stented. No clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
(B)(4).